Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported having just loaded a pump cartridge, received a temperature alarm. The customer reported temperature conditions to be 60 degrees. The customer cleared the alarm but received a second alarm. The alarms were confirmed in the pump history by tandem technical support. There was no impact to customer's blood glucose levels. The customer will use insulin pens as a back up therapy until they receive a replacement pump.